Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high lead impedance was due to fractured sensing and pacing coils close to the connector ring.

Event description:
It was reported that low sensing, high threshold, and high impedance were observed. Lead was explanted and replaced.